Manufacturer narrative:
Other relevant device(s) are: product ID enveor-n-us lot 0008719532 use by date 2019-07-18, (B)(4). The associated device has been returned but the analysis is not complete. A supplemental report will be filed following completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at three-quarter deployment the valve dislodged into the aortic root. During an attempted recapture, the dcs handle separated prior to completely recapturing the valve. It was noted that the valve was two thirds of the way recaptured, before the separation of the handle occurred. The physician did feel some resistance as the valve was being recaptured. The partially recaptured valve was pulled back and deployed in the descending aorta. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: after further review, correction number 2025587-05-28-2021-001-r was determined to be applicable to product ID enveor-n-us, lot 0008719532, use by date 2019-07-18, UDI (B)(4) which was included as a system reported product in this event. The information was added to h10 to align with the system-reported product. H7. Recall h9. Correction number: 2025587-05-28-2021-001-r. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous correction number was submitted in error, and should be considered redacted information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Potential factors may have influenced dislodgement such as tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined. Resistance was felt during the attempted recapture. This indicated tension in the system, potentially due to load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy, and guidewire and sheath selection. The conclusive cause of the reported resistance could not be determined. Upon receipt at medtronic's quality laboratory, the dcs deployment knob (actuator), blue hand rest and grey front grip were all observed to be detached from the dcs. It was unknown if these components separated during the event, or if only the deployment knob, which is often referred to as the handle, separated. One of the deployment knob tabs was observed to be broken. It was unknown when the grey front grip separation occurred; it may have occurred during the event, or during transport back for analysis, and the cause of this damage could not be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.